Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of white septum in the syringe. The customer continued to use the cartridge for insulin deliveries. Blood glucose was 126 mg/dl.